Event description:
Procedure: hysterectomy. According to the reporter: the pt had a c-section done in (B)(6) 2007. In (B)(6) 2008, she felt the inside of her incision separate. She did not see anything come through the skin. In (B)(6) 2008, she had an open incisional hernia repair and tubal ligation at (B)(6) medical center. Both of these procedures were done on the same day by dr (B)(6). The pt stated that the mesh is parietex. Pt does not have lot number or any other info about the mesh used. On (B)(6) 2011, she had a robotic lavh performed. Afterwards, she felt a ridge near the umbilicus and has an uncomfortable feeling near her belly button and a hardness in the area 3 inches long and 3 inches wide.

Manufacturer narrative:
(B)(4).